Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient was having seizures and had a seizure in (B)(6) 2015. It was unknown as to the cause of the seizures and the patient was currently on medications and was being monitored at a new clinic. In addition, it was reported that the patient was lyrica and had gain some weight. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed. See also manufacturer¿s report 3004209178-2014-15253 for patient¿s prior seizure event.